Manufacturer narrative:
The patient expired and the pump was not explanted. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported the patient expired on (B)(6) 2014. The cause of expiration was listed as hemolysis and pump thrombosis. The patient refused a pump exchange. The patient then had head and gi bleeding. The patient opted for no heroic measures and died peacefully in hospice. There was no autopsy and the pump will not return for investigation.